Manufacturer narrative:
The investigation has determined that a higher than expected potassium (k+) result was obtained from a single patient sample using vitros chemistry products k+ slides lot 4102-1069-4285 on a vitros 5600 integrated system. The assignable cause of the event is unknown. Historical quality control results are acceptable, indicating that an issue with vitros k+ reagent lot 4102-1069-4285 is not a likely contributor to the event. Additionally, continual tracking and trending does not indicate a systemic issue with vitros k+ reagent lot 4102-1069-4285. A diagnostic vitros sodium (na+) precision test was requested to assess the performance of the vitros 5600 integrated system was not processed by the customer. However, there is no indication that the vitros 5600 integrated system was not performing as expected at the time of the event. It is unknown if the customer is following the sample collection device manufacturer recommendations for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the sample, although this cannot be confirmed. Email address for contact office is: (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected potassium (k+) result was obtained from a single patient sample using vitros chemistry products k+ slides lot 4102-1069-4285 on a vitros 5600 integrated system. Patient result of 14.0 mmol/l versus the expected result of 2.83 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros k+ result was not reported from the laboratory. The customer did not indicate that any treatment was stopped, started or administered based on the higher than expected vitros k+ result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).